Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2015 - the patient underwent surgery for repair of a ventral incisional hernia, a ventralex st mesh was implanted to repair the hernia defect. On (B)(6) 2016 - the patient underwent an additional surgery to repair the hernia defect and remove it. The attorney alleges the patient suffered and will continue to suffer physical pain and was injured severely and permanently.

Manufacturer narrative:
Addendum to the initial information. This supplemental emdr is being sent to correct the expiration date for the ventralex st. A review of the manufacturing records was conducted which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum 1: addendum to the initial information. This supplemental emdr is being sent to correct the expiration date for the ventralex st. A review of the manufacturing records was conducted which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Addendum 2: this supplemental MDR is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical record review, post implant of ventralex st mesh, patient was diagnosed with wound infection, hernia recurrence and abdominal pain thereby underwent repair with mesh removal. The adverse reaction section of the instructions-for-use (IFU) supplied with the device list infection as a possible complication. In regards to infection, the warnings section of IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." Updated fields: a2, a4, b4, b5, b6, b7, d.6b (date of explant), e3, g1, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2015 - the patient underwent surgery for repair of a ventral incisional hernia, a ventralex st mesh was implanted to repair the hernia defect. On (B)(6) 2016 - the patient underwent an additional surgery to repair the hernia defect and remove it. The attorney alleges the patient suffered and will continue to suffer physical pain and was injured severely and permanently. Addendum per additional information provided: on (B)(6) 2015 - patient was diagnosed with two ventral hernias thereby underwent open repair with ventralex st mesh (device #1) and biological graft. Per the operative notes, "the subxiphoid hernia sac contained preperitoneal fat. A large ventralex st mesh was chosen for repair, placed in subfascial location and sewn to the overlying fascia. Incisional hernia near umbilical was noted and repaired with biological graft and sewn." On (b)(60 2015 to (B)(6) 2016 ¿ patient frequently visited hospital due to abdominal pain, wound infection, bulge in the abdomen and underwent wound care with improvement. On (B)(6) 2016 - patient was diagnosed with recurrent ventral hernia there by underwent mesh removal and implanted with ventrio st (device #2). Per the operative notes, "midline fascia was identified consistent with a recurrent hernia and carefully divided. Previous ventralex st mesh (device #1) was identified, dissected away from the overlying fascia and repaired with ventrio st mesh (device #2), which was placed in the subfascial location and edges were tacked." Attorney alleges that the patient had pain, hernia recurrence and emotional injuries.